Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion procedure at t9-10, t10-11 using rhbmp-2/acs with peek cage at an unknown time post-op, the patient developed chronic pain and numbness in limbs.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011: the patient presented status post vertebroplasty at t10, and complained of muscle spasms and pain in thoracolumbar junction. On (B)(6) 2011: the patient presented with ongoing pain following a t10 vertebroplasty. Previous MRI and x-rays were reviewed which revealed cement in excellent position. On (B)(6) 2012: the patient presented with low thoracic pain below t5 level, and reported no significant improvement from the t10 verte broplasty. MRI revealed that the cement was in excellent position; tiny compression fracture of the superior end-plate of t5; small disc herniation at t4-5 and t7-8. Spondylolisthesis of l5-s1 was also observed but the patient did not have low lumbar pain. On (B)(6) 2012: the patient underwent CT scan of thoracic spine due to thoracic pain. Findings: there is central and anterior compression of t10 vertebral body within which is radiopaque material. There is anterior displacement of the anterior cortex 5.7 mm. Along the lateral aspect; there is some thin linear radiopaque material which may in part be bone cortex and the radiopaque cement material. There is a trace of curvature convex right centered at the injected vertebral body. The other levels are unremarkable. There is no evidence of disc bulge. The patient also underwent MRI of the thoracic spine. Impression: stable MRI examination of the thoracic spine. The findings are consistent with compression fracture of t10 with vertebroplasty changes. Height and appearance of the vertebral body is unchanged. On (B)(6) 2012: the patient presented with severe ongoing thoracic pain since the motor vehicle accident in (B)(6) 2011. The patient also had a t10 vertebroplasty but reported no significant improvement. On (B)(6) 2012: the patient was admitted for the following surgery: thoracotomy for thoracic corpectomy t10 with fusion using cages with infuse and bone extender t9-t11; percutaneous pedicle screws with posterolateral fusion using infuse t9-t11. On (B)(6) 2012: the patient presented for discussion prior to a lateral approach for t10 corpectomy. The patient also had back pain and radiculopathy. On (B)(6) 2012: the patient presented with the following pre-operative diagnosis: t10 compression fracture and thoracic instability, and underwent the following procedures: left thoracotomy, retropleural exposure of thoracic spine t9 to t11 and t10 corpectomy fusion using expandable peek cage t9 to t11 with bone morphogenic protein and bone graft and lateral plate t9 to t11. Per op notes, after achieving hemostasis, an expandable cage was placed which was a 4 to 5 globus cage, 28 mm in height. Bone morphogenic protein and infused product with osseous bone graft was placed in the middle of the cage for the bone fusion. The cage was placed into the center of the corpectomy site into good position confirmed by ap and lateral films. Following this, the cage was expanded over 30 mm which resulted in very good engagement of the endplate. The cage and very tight fixation. Fluoroscopy showed excellent cage position. Then a lateral plate was placed from globus and fixation pins. The plate was optimally positioned in the center of the fusion site engaging the lower endplate of t9 and upper endplate of t11 by avoiding the vessels of the vertebra and preserving the blood flow. Screws were then placed. They were 36 mm length screws placed from left side across right side. Cortical purchase was obtained. At t9 and t11, a 36 mm and then a 39 mm screws were placed, so two screws were placed above and two screws below. The screws were tightened and secured and plate fixation was quite secured resulting in very good fixation. Thoracotomy incision was kept relatively small and done through the minimally invasive globus retractor. The incision was closed. No patient complications were reported. On (B)(6) 2012: the patient presented for medical evaluation status post t10 corpectomy. The patient complained of a little soreness and had some trouble breathing secondary to incisional pain. Chest x-ray was reviewed, which revealed pneumothorax postoperatively secondary to t10 corpectomy. Impression: postop day one status post t10 corpectomy; history of pneumothorax on chest x-ray secondary to surgery; leukocytosis secondary to surgery; smoking history. On (B)(6) 2012: the patient was discharged home. On (B)(6) 2012: the patientfor follow-up status post t10 corpectomy and t9-11 fusion. The patient complained of ongoing chest pain on the left, and reported of improvement in the preoperative pain. The patient also underwent x-rays of the chest which revealed stable hydropneumothorax measuring 2.5cm with a left pleural effusion, which was stable as compared to the previous x-ray. On (B)(6) 2012: the patient presented for follow-up status post t10 corpectomy and t9-11 fusion. The patient complained of thoracic pain when lifting arms too quickly over the head but reported of improvement with regard to surgery. The patient underwent x-ray of thoracic spine. Impression: stable postoperative appearance of the thoracic spine. On (B)(6) 2012: the patient presented for follow-up, and complained of residual pain. The patient underwent x-ray of thoracic spine. Impression: stable postoperative appearance of thoracic spine. The patient also underwent lumbar x-rays which showed hardware in good position and no failure or migration. On (B)(6) 2013: the patient presented for follow-up, and complained of ongoing residual pain and left flank pain radiating just underneath the rib cage on the left. The left flank pain was reported to get worse in extremely cold conditions. The patient underwent x-rays which showed good placement of the interbody fusion cage, lateral plate and screws along with the methylmethacrylate cement. On (B)(6) 2013: the patient presented for follow-up due to thoracic spine pain. The pain was aggravated with repetitive pulling. The patient also complained of severe radicular pain radiating around the left side of the ribs and into the abdomen accompanied by shortness of breath. The patient also reported of an area in the posterior aspect of his mid-thoracic spine that when palpated reproduced pain. The patient underwent x-rays of the thoracic spine as well. Impression: stable postop appearance of thoracic spinal fusion involving the vertebral bodies of t9 and t11. On (B)(6) 2013: the patient presented for follow-up and complained of ongoing radicular pain radiating around the incision, down through the front rib cage and down into the small area to the left of umbilicus. The patient described the pain as stabbing and also reported of muscle spasms. The patient underwent CT of thoracic spine, without contrast. Impression: prior intervention at t10 with vertebral plasty and corpectomy. Transverse fixation on left; no complicating features identified; remainder of the thoracic spine is unremarkable. The patient also underwent MRI of thoracic spine, without contrast. Impression: postsurgical changes extending from t9 through t11 with corpectomy of t10; lateral fusion is identified over these levels; no evidence of canal stenosis; there is no retropulsion; the neural foramina appear preserved. On (B)(6) 2013: the patient underwent a study of cervical spine, right hand, left foot and lumbosacral vertebrae, due to pain in second, third and fourth fingers and low back and left foot pain, after a motor vehicle crash on (B)(6) 2013. Impression: no acute fracture of the right hand; arthritis at the first mcp joint; no acute fracture of the left foot; suspected chronic corner fracture of the base of the proximal phalanx of the first digit with associated first mtp arthritis; arthritis in the cervical spine facet joints with mild narrowing of neural foramina; no acute fracture of the cervical spine; no acute fracture of the lumbosacral spine; developmental bilateral l5 spondylolysis with associated grade 1 anterolisthesis of l5 on s1. On (B)(6) 2013: the patient underwent x-rays of left unilateral ribs due to motor vehicle accident. Impression: a portion of the lateral eighth rib is absent in the interval from prior study; this has a relatively well-corticated margin suggesting this is chronic possibly an interval resection; if is a new finding without surgical history CT scan may be helpful to for further evaluation; there is no displaced rib fracture identified. On (B)(6) 2013: the patient underwent MRI of thoracic spine, with and without contrast, due to a history of lower thoracic fracture with recent motor vehicle accident on (B)(6) 2013 and back pain. Impression: postoperative changes present from t9-t11; no acute abnormality. On (B)(6) 2014: the patient presented with diffuse back pain and neck pain since his motor vehicle accident on (B)(6) 2013. The patient also complained of residual pain radiating around from the incision site down into the stomach, and upper extremity paresthesias predominantly in both upper extremities. The patientalso reported of tenderness to palpation, and diffused weakness in lower extremity. The thoracic CT scan was reviewed which showed a good decompression from the corpectomy. The lumbar spine x-ray was also reviewed which showed a spondylolisthesis at l5-s1. The cervical x-ray showed a normal straightening of the cervical lordosis indicating muscle spasms. On (B)(6) 2014: the patient underwent MRI of lumbar spine due to upper back pain. Impression: 1mm increase in anterolisthesis of l5 in relation to s1; there are arthritic changes to the endplates at this level; stable appearance to the left neural foraminal stenosis at l4-5 and l5-s1. The patient alsounderwent MRI of cervical spine due to injury in (B)(6) 2014, recent placement of a t11 cage implant and left upper neck pain. Impression: there is no visible central or neural foraminal stenosis seen; no abnormal cord signal; minimal increased signal suggestive of mild bone marrow edema in the anterior aspect of c5; correlate to site of previous injury; no visible fracture lines or displacement identifiable. On (B)(6) 2014: the patient presented with severely aggravated lumbosacral pain. MRI scan of the lumbar spine revealed a spondylolisthesis at l5-s1. This spondylolisthesis caused an increase in the anterolisthesis at l5-s1 compared to the previous scan of (B)(6) 2010. On (B)(6) 2014: the patient presented with a pre-op diagnosis of spondylolisthesis ls-s1, lumbar instability and radiculopathy. The pat ient underwent anterior lumbar interbody fusion at l5-s1 with the following procedures: anterior retroperitoneal exposure of the lumbar spine at l5-s1, total lumbar discectomy, decompression of dura, fusion using independence peek cage, anterior plate screw fixation, bone morphogenic protein, conduct bone graft l5-s1, bilateral percutaneous pedicle screw fixation l5-s1, posterolateral fusion, osteostrux bone graft. Per op notes, the fusion was done by placing a rasp to safely decorticate the end plates and then a trial was used to distract the disc space and reduce the spondylolisthesis. Cage was placed; it was a medium globus peek cage 15mm height, 8 degree lordotic angle with infuse and conduct bone graft in the middle of the cage for the fusion. Cage was tight and secure, in excellent position. There was excellent reduction of the spondylolisthesis and restoration of disc space height. Then using the all screw technique, two iia coated screws were placed to the plate cage construct into the sacrum and one into l5. Screws were well locked to plate adding good fixation to the construct. The abdomen was closed in usual fashion. No patient complications were observed. On (B)(6) 2014: the patient presented for postoperative evaluation. The pain was reported to be improving slowly.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a tlif using rhbmp-2/acs with a metal cage in the cervical spine. Reportedly, sometime postop, the patient experienced pain, neuropathy, atrophy, nerve damage, inflammatory reactions, chronic radiculitis, retrograde ejaculation, sterility, bone resorbption, pseudoarthrosis, difficulty swallowing, difficulty breathing, and difficulty gripping and holding items.